Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported there was no patient involvement.